Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports taking humalog based on result of 181 mg/dl obtained on the aviva system. 1.5 hours later customer reportedly received results of 517 mg/dl and 57 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer states she will be able to self treat. Customer states she may have had pudding on her finger when the reported results were obtained. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.